Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2014 with the following findings: no defect was found. Unable to duplicate the complaint. Black box shows unexplained por on (B)(6) 2014 08:00; deliveries resumed (B)(6) 2014 08:09. Pump was powered off on (B)(6) 2014 22:37 to clear alarm; pump was powered back on and deliveries resumed (B)(6) 2014 22:46. Basal history appears to be inaccurate due to inconsistent date/time. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range pump was exercised for 24hrs with a 2.0u/hr basal rate; at end of test the basal history correctly reflected the 2.0u/hr. Basal rate and the tdd history correctly equaled 48.0u. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. During troubleshooting, customer support found the basal history does not match active basal program this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.